Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the identified photos: crease fold, wear abrasion, red particles in the shell, deformation, cloudy in the gel, encapsulation and labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and to the patient¿s concern with the product.

Event description:
Healthcare professional reported a right side exchange from textured to smooth breast implant due to the patient¿s concern with the product and capsular contracture baker grade iii. Device has been explanted.